Event description:
A us distributor reported that a monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of the monitor was completed. The reported problem (service code 210) was confirmed. The monitor was unable to run detect and treat. The cause for failure was isolated to contamination on the j1000 pins causing intermittent contact. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.